Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 200 micron tfl single use fiber caught on fire during a therapeutic, lithotripsy procedure. The fiber was used for approximately 10 minutes and it caught fire as the blue jacket was stripped. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not received for evaluation, the definitive root cause of the fiber break could not be determined. It is possible that the fiber break and subsequent fire was caused by the user leaning on the fiber. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual). Care must be taken to avoid exceeding the minimum bend radius of fibers. Always check the laser aiming beam at the tip of the fiber before delivering high energies or damage to the endoscope may result." Olympus will continue to monitor field performance for this device.